Manufacturer narrative:
(B)(4)

Event description:
It was reported that the pacing lead impedance and hv lead impedance measurements were being postponed. It was later observed that programming changes were attempted, but the device could not be interrogated. Device replacement was suggested. There were no adverse consequences to the patient as a result of the event.

Event description:
New information received indicates that the pli measurements are obtainable without any issues and the device is still implanted.